Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was shut off on its own. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratch on lcd display window noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. (B)(4),